Manufacturer narrative:
(B)(4). The incident generator has been received at the (B)(4) for evaluation. When the generator evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that when the generator was checked before the procedure, it completed the self-check without a problem. However, once the generator was turned on for the procedure, it did not pass self-check. The procedure was completed with a different generator. No patient injury occurred.